Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that in the middle of a transurethral resection of the bladder tumor (turbt) procedure, the resection loop broke off and fell inside the patient's bladder. A visual examination of the bladder was performed after irrigation but the device fragment was not found. The procedure was delayed for an unspecified amount of time, but there was no patient harm reported. It was also reported that a fluoroscopy, anterior posterior(ap) and lateral flat plate x-rays were performed, but no device fragment were found. A second device was used in the procedure, and the electrode loop was broken. It was reported that no device fragment fell inside the patient. A third device was used and the intended procedure was completed.